Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of inappropriate auto mode switch due to far-r oversensing was observed. Programming changes were recommended. The patient will continue to be monitored.